Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, experienced occluded downstream. Run downstream test occluded at 13.6 pounds per square inch (psi). Checked history log- downstream occlusion 5 times within 12 minutes (300ml @ 125ml/hr) (medication, dose, programmed amount and delivery rate unknown). Continued use after alarm 14 hours later no problems. There was no known patient injury or medical intervention associated with this event. No additional information is available.